Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she had trouble finding the string during removal but was able to find it after manually searching. She was able to remove the pledget from her vaginal cavity using the string. She did not seek medical attention and did not experience any adverse health effects.